Event description:
It was reported from the physician that this right ventricular (rv) lead delivered an inappropriate shock due to noise. An x-ray concluded that the lead was damaged. Physician elected to surgically abandoned the lead and replace. The serial number for this lead was not provided and a request was sent to the field representative to obtain that information but we have not received a response. This report will be updated when we become aware of any new information. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.